Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2012. Revision operative reports indicates: pain and discomfort; fluid collections; trochanteric bursa had some metallosis signs with grayish tissue; large amount of scarring of thick tissue around the hip; not a lot of bony ingrowth once the cup was removed. The information does not change the MDR decision.

Event description:
Patient underwent right hip revision procedure due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.